Event description:
During a surgical procedure an error occurred using the default settings. The white part on the instrument started melting at the tip of the spatula, right before the insulation part. After the procedure the spatula was difficult to remove from the trocar. No patient harm reported and the procedure was completed.

Manufacturer narrative:
The complaint is confirmed. The distal working end of the spatula is bent and distorted. The ceramic insulators between the active and distorted. The ceramic insulators between the active and return electrodes are fractured and missing, they have not been returned with the device therefore cannot be accounted for. There is evidence that the silicon insulation has also melted and is missing and cannot be accounted for. The electrodes and cut blade are damaged, bent, which could be attributed to excessive force being applied the working distal end of the device that caused the ceramic insulators to crack, fracture off, which allowed the electrodes to make contact with one another causing the device to short which lead to the silicone to melt away. This type of failure can be attributed to misuse of the device by the end user by placing excessive force upon the spatula blade which caused the ceramic to break free exposing and allowing the active and return electrodes to short out causing the silicone to melt.